Event description:
Contact in chile reported that two patients had developed postoperative infections after acl repair. Both cases used the mitek intrafix screw/sheath to secure the graft. Both cases were performed at the same facility during the same week by the same surgeon. In one of the cases a second procedure was performed and the implant was removed. Product part and lot numbers used in these cases are not known. Details are limited at this time. Mitek is taking a conservative approach and filing a medwatch report.